Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that there was a balloon in the silicone segment. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual examination showed a deformation of weakened tubing and apparent ballooning at the top of the silicone pump segment tubing. Functional testing was unable to replicate the ballooning. The root cause of a balloon in the silicone segment could not be determined.